Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted with two perclose proglide devices using a preclose technique before an abdominal aortic aneurysm (aaa) procedure. A 6f sheath was used to deploy the devices then was upsized to a 16f for the aaa procedure. Reportedly, the first proglide device deployed successfully. After positioning the second proglide device against the arterial wall, the plunger popped out with the needles. The foot was parked and the device was removed. The site was rewired and a third proglide device was used to complete the preclose procedure. Hemostasis was achieved using the sutures of the first and third proglide devices. There was no reported adverse patient sequela. No clinically significant delay in the procedure or therapy was reported. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that it was partially deployed. There was slack in the link, suggesting that the foot was deployed as reported. Both cuffs were still in the foot pockets, the posterior needle tip was ejected from the shank, and the plunger was partially retracted. The returned condition was consistent with retracting the needle plunger prior to depressing it to deploy the needles. This is an incorrect deployment sequence per the proglide instructions for use. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The anterior cuff successfully captured the needle during the plunger insertion. Based on the investigation, the observed damage is consistent with proximally retracting the plunger prior to depressing it to deploy the needles and the probable cause was determined to be incorrect deployment sequence. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.